Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl and it was addressed by drinking beer/eating chicken. Reportedly, the customer's healthcare provider adjusted the basal rate from 2.5 to 1.5 because of the low bg level.